Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer mother reported via phone call, the insulin pump had alarmed motor error during bolus settings. Customer's blood glucose was 7 mmol/l. The device wasn't dropped, bumped, or exposed to electromagnetic field. Customer isn't on the sensor. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The insulin pump is not returning for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The insulin pump had minor scratched lcd window.